Event description:
The manufacturer received information alleging a ventilator's screen fails to turn on and the equipment freezes and stops ventilating. There was no harm or injury reported. The device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a ventilator's screen failed to turn on, and the equipment freezes and stops ventilating. There was no harm or injury reported. The device was evaluated by the manufacturer and the device powered on and ventilated as designed. The device's lcd screen was unable to be viewed. The device's lcd screen needs to be replaced to address the issue. The device was tested and passed all testing.